Event description:
It was reported that there was a fiber tip defect @ 32,693 joules. A second fiber was used that also resulted in fiber tip defect. Gland volume 42 ml. Time expended 7:56 minutes. The procedure was completed with turp. There was no injury to patient. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).